Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure performed on (B)(6) 2009. As reported by the patient's attorney, on (B)(6) 2017, the patient underwent revision of the advantage system device and concurrent removal of bladder stone due to bladder calculus and intravesical erosion of mesh. On (B)(6) 2017, the patient had subsequent revision due to erosion of suburethral sling into the urinary bladder. Boston scientific has been unable to obtain additional information regarding the event to date.